Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2012, inratio: 2.1, poc meter: 1.2, lab: -; (B)(6) 2012, 1.5, 2.5, -; (B)(6) 2012, 2.5, -, 2.5. Patient self tester use the same fingerstick for both tests; the first drop went to the inratio meter and the second to the doctor's poc meter. Lab draw was done but patient called back saying that the lab was unable to find the result. Patient self tester increased his coumadin on (B)(6) 2012 per his doctor's request. Patient's therapeutic range was 2.5-3.5.